Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6) 2022. During examination of the lead, it was noted that the right ventricular (rv) lead failed to deliver therapy for a ventricular fibrillation episode due to low defibrillation lead impedance. There was over current detection alert. The rv lead had insulation damage as well. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.